Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal did not fold properly so when the user advance the delivery tube down to load the seal, the plastic sleeve collapsed, pressed on the heartstring seal. A replacement seal was used to complete the procedure. The hospital did not report any pt complication.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).